Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 11 december 2023, a 25mm navitor vision transcatheter heart valve was chosen for implant with a small flexnav delivery system and a small navitor loading system. The patient's aortic annulus measurements were as follows: diameter = 22.6mm, perimeter = 68mm, and peak gradient = 45mmhg. It was reported a pre-dilation with balloon aortic valvuloplasty (pre-bav) was performed. The final implant depth at the non-coronary cusp (ncc) was 5mm and the left coronary cusp (lcc) was 6mm. There was no report of any resheaths as the physician was satisfied with the initial implant depth and did not want to resheath the valve. During the procedure, the patient presented with left bundle branch block (lbbb). There was no report of any paravalvular leak and no post-bav was performed. No treatment or intervention was reported for the conduction disturbance. The patient status was reported stable.

Manufacturer narrative:
An event of heart block during the procedure was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the patient did have a history of this type of arrhythmia (left bundle branch block), there was no calcification extending beneath the aortic annular plane in the interventricular septum, and the implant depth was 5mm from the non-coronary cusp (deeper than the optimal 3mm). Based on the available information, the root cause of the reported event could not be conclusively determined. It is possible that the event is related to the patient's prior history with this type of arrhythmia. However, this cannot be confirmed. There is no indication of a product quality issue with regards to manufacture, design, or labeling. H6 health effect - impact code 4648 was removed.

Event description:
It was reported that on 11 december 2023, a 25mm navitor vision transcatheter heart valve was chosen for implant with a small flexnav delivery system and a small navitor loading system. The patient's aortic annulus measurements were as follows: diameter = 22.6mm, perimeter = 68mm, and peak gradient = 45mmhg. Calcification extending beneath the aortic annular plane in the interventricular septum was not confirmed. It was reported a pre-dilation with balloon aortic valvuloplasty (pre-bav) was performed. The final implant depth at the non-coronary cusp (ncc) was 5mm and the left coronary cusp (lcc) was 6mm. There was no report of any resheaths as the physician was satisfied with the initial implant depth and did not want to resheath the valve. During the procedure, the patient presented with left bundle branch block (lbbb). There was no report of any paravalvular leak and no post-bav was performed. No treatment or intervention was reported for the conduction disturbance. There was no prolonged hospitalization for monitoring of rhythm. The patient status was reported stable.